Event description:
It was reported that the as lvp 20d 3ss cv tubing disconnected while priming. The following information was provided by the initial reporter: "she states the customer that tubing disconnected/came apart while priming."

Manufacturer narrative:
Investigation summary : one used primary set, model 2426-0007, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's tubing was disconnected from the upper fitment connector. No other defects were observed. The customer's complaint that tubing disconnected/ came apart while priming was verified. A device history record review for model 2426-0007, lot number 21049028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv tubing disconnected while priming. The following information was provided by the initial reporter: "she states the customer that tubing disconnected/came apart while priming."